Event description:
Was placing a biliary stent during an ercp [endoscopic retrograde cholangiopancreatography] and the stent did not deploy properly. It would not fully disconnect from the deployment device. When we tried to pull the wire and deployment device out the stent came almost fully out of the bile duct. We had to use extra equipment (raptor) to push it back into the proper positioning in the bile duct.